Manufacturer narrative:
H11: through follow-up communication livanova learned that the s5 console display was turning off and on repeatedly. In addition, it was learned that customer had separate incidence prior in this same operating room with using same electric outlet. A device service history review was performed and revealed that the device was installed in 2012 and no similar event has occurred since. Based on the collected information, and taking into consideration that customer had previously experienced same issue when plugging devices into the same power outlet, it is reasonable to assume that the root cause of the s5 shut down is a faulty electrical outlet port. Therefore, event has been re-assessed as not reportable since no device malfunction occurred.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the sorin s5 system. A livanova field service representative was dispatched to the facility to investigate the device. The (B)(6), could be operated properly without parts. Console was flashed this and all conforming. Ep pack was checked for burnt components, testing voltages and all conforming. Console was run on ups and passed. Console was set up a wet lab and ran without failure. Unit back to customer. Livanova is following up to clarify if a third unit was used to complete the case or the (B)(6), once plugged into another outlet outside, was correctly working or was working on battery. Customer reported they have had separate incidence prior in this same or with using same electric outlet. Customer reported also that the or in which s5 failures occurred is shut down since 16 august for inspection if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that s5 (sn (B)(6) has a complete power failure. Perfusion started to hand-crank and brought backup unit in a second s5 console (sn (B)(6), present case) that was plugged into same outlet and also the second s5 turned off. A third s5 console was used and plugged into another outlet outside room and was able to complete case. Perfusionist continued to hand-crank and no harm to patient occurred. There is no report of any patient injury.